Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device did not function. The reporter stated that the device was cleaned with ¿enzymatic oiled¿. According to the report, the surgeon tried to connect the device again but it would not work. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The brand name, common device name and device product code were documented as unknown previously, they have been updated as; sagittal saw attachment, instrument, surgical, orthopedic, ac-powered, motor/accessories and attachment. Catalog number was documented as unknown previously, has been updated as 532.021. PMA/510(k) number was documented as unknown previously has been updated as: exempt. If information is obtained that was not available, a supplemental medwatch would be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Additional narrative: brand name is unknown. Common device name and device product code are unknown. The manufacturing location was unknown. Catalog number, serial number, and lot number are unknown. PMA/510k number is unknown. The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.